Event description:
Healthcare professional reported a xen®45 gts "slider not working well" during attempted implantation in right eye. Surgery completed with backup device. Device touched the patient with no eye injury reported.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2301 further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. The needle guide was severely bent near the needle hub, and the needle hub was protruding out. Due to the condition of the needle guide, a functionality test could not be performed. The extent to which the needle guide was bent, the needle cover would not have been able to be put on properly. The device was removed from the molded tray prior to sample receipt; therefore, the condition of the injector is likely due to handling. No further evaluation is required.

Event description:
Healthcare professional reported a xen®45 gts "slider not working well" during attempted implantation in right eye. Surgery completed with backup device. Device touched the patient with no eye injury reported.